Event description:
The customer reported that they received an erroneous result for one patient sample tested for total protein. The sample initially resulted as 10.5 g/dl and this value was reported outside of the laboratory. The sample was repeated and resulted as 8.1 g/dl. The sample was repeated a second time on another integra 800 analyzer, resulting as 8.1 g/dl. The repeat result was believed to be correct and a corrected report was issued. The patient was not adversely affected by the event. The total protein reagent lot number was 67316201 with an expiration date of 02/28/2014. The customer declined a service visit stating that they believed the issue to be sample specific. The customer did note that the sample was plasma and that the plasma is cloudy. The customer ran precision testing.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be determined as no further information could be obtained. No adverse event was reported.